Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had frequent high and low blood glucose. They were sensitive to exercise and insulin. The customer had a low blood glucose level of 54 mg/dl. Their most recent blood glucose level was 116 mg/dl. The customer stated their hands felt numb and tingly which always occurs when they have a low blood glucose. They declined troubleshooting for the low blood glucose. They treated with food. The device will not be returned for analysis.